Event description:
A report was received that the patient was having difficulty charging the ipg. It was mentioned that the patient was experiencing burning sensation when charging. It was also reported that the patient was experiencing overstimulation. Database analysis charge profile showed signs of poor charger to ipg coupling and the thermistor triggering often which can delay charging times. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.